Event description:
The original report stated that the continuous co occasionally seemed to bounce around in wide swings: 11.0 - 7.0 on a patient that the nurse was observing last week over the course of 15 minutes. There was no change in patient position, the unit was leveled appropriately, drips were stable, waveforms appropriate, etc. Additional information reported a different situation: it was noted that there was faulty waveform/measurement and the nurse stated that the fiberoptic section was "hot" to touch. Follow up information was provided by the nurse: the patient's swan had to be pulled back into right atrium due to inappropriate waveform/dampened - (earlier radiology report was that swan was coiled in rv but the swan had the correct pa waveform and reasonable numbers). The nurse eventually discharged the catheter completely. She said the fiberoptic section of the catheter was significantly "hot" to touch and remained hot/warm for about another 30 minutes. The unit is expected to be returned for analysis; however, it has not yet been received.

Manufacturer narrative:
Several attempts to retrieve device for evaluation were made; however, customer has not sent the catheter to edwards for evaluation. Should the catheter be returned at a later date a supplemental report will be submitted.

Manufacturer narrative:
One catheter was received and evaluated. As received, the contamination shield was attached to the catheter; the proximal end was approximately 99 cm from the tip. Upon removal of the contamination shield, the catheter body had an indentation approximately 101 cm from the tip. The returned catheter does not have sv02 capabilities; there is no "fiberoptic section". The thermistor was submerged in a 37.0 c water bath and read 36.9c on both vigilance I and ii monitors. Thermistor temperature reading accuracy is +/- 0.3 c per the vigilance manual. The catheter ran cco on vigilance I and vigilance ii monitors for 5 minutes with no error messages. There was no visible inconsistencies were observed on eeprom data. The thermistor and the thermal filament circuit were continuous. There were no open or intermittent conditions. Both thermistor and thermal filament connectors were opened with no visible inconsistencies. The catheter was connected to both monitors and also compared to a new lab catheter, the thermal filament on both catheters were warm, not hot, while holding in a gloved hand (not running cco); this condition is normal while connected. The balloon inflated clear but eccentric by 0.06", which is slightly out of specification. The balloon remained inflated for 5 minutes without any leakage. All through lumens were tested for patency and all through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body or the returned monoject 1.5 cc limited volume syringe. Visual examination was performed under 10 x magnifications. The complaint could not be confirmed during analysis; no failures were noted during functionally testing. The cause of the complaint could not be determined; however, there are no indications that the slight balloon eccentricity contributed to the events reported. It appears that the "fiberoptic section" that the nurse referred to was likely to have actually been the thermal filament. No actions will be taken at this time. The lot number was not provided; therefore, a device history record review could not be completed.